Manufacturer narrative:
Product event summary: analysis confirmed the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken/contaminated, one side bail cover was broken, the ring cover was broken, the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the battery flex was contaminated, and the heart lead flex was contaminated. Further analysis was performed on the main pcb. This analysis found that a capacitor component caused the device battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator shut off immediately upon battery removal, it did not continue to pace for the expected amount of time. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.